Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) two years post-surgery. A replacement surgery was performed. There were no patient complications related to the device.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) two years post-surgery. A replacement surgery was performed. There were no patient complications related to the device.